Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported the battery of the pump was closed yesterday, it did not stop even after a single lap, and it went round several times. The customer reported no adverse event. The event involved product(s) mmt-1886. The battery was changed, the buzzer would sound if there was no remaining battery, so when the patient visited the hospital and had a spare lid, the buzzer wouldn't sound anymore, and the remaining battery power was displayed correctly. The remaining battery level decreased and occurred immediately after battery replacement. It was confirmed that the battery on the back of the pump body had cracked vertically up to the area around the battery lid. No harm requiring medical intervention was reported. Product return is required for mmt-1886.

Manufacturer narrative:
Pump monitored for 24 hrs. Unit passed self test. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of anomalies during testing. Thus, software was utilized and downloaded trace/history files properly. However, there is no data available on ((B)(6) 2025), unable to perform data analysis for no audio/vibrate anomaly/absence of alarm complaint. No moisture damage on the electronics, battery tube, motor, vibrator, and keypad assembly during visual inspection. Unit p-cap / test reservoir lock in place properly. The following were noted during the physical inspection: cracked case, cracked battery tube threads, cracked keypad overlay, stained keypad overlay, cracked case (battery tube), cracked case corner of belt clip rail, broken belt clip rails and pillowing keypad overlay. In conclusion, no unexpected audio/vibrate anomaly/absence of alarm anomalies noted. Customer allegations of cosmetic damage were confirmed during visual inspection when cracked case (battery tube) and cracked battery tube threads were noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.